Event description:
Event description guidant received information that oversensing due to noise was noted on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d). This oversensing led to pacing inhibition in this pacemaker dependent patient. Isometrics, valsalva, and pocket manipulation did not reveal any oversensing. All sensing, impedance, and threshold measurements were acceptable.